Manufacturer narrative:
H.6 investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for hub collar separation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has conducted further investigation relating to this issue and has identified potential root causes relating to the manufacturing process. As a result, corrective actions have been established and are in the process of being implemented. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that needle separated from holder during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported needle separated from product. The collar is detached from the hub and IV cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separated from holder during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported needle separated from product. The collar is detached from the hub and IV cannula.